Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that an ambulance had come and customer was hospitalized due to low blood glucose. Customer's blood glucose value was 24 mg/dl at the time of the incident. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.